Manufacturer narrative:
Based on the information provided, different glucose cartridge lot numbers were used for the erroneous results: lot number 21572347 was used for the values between 05-sep-2017 through 04-oct-2017. Lot number 21572948 was used for the values between 04-oct-2017 through 13-oct-2017. Lot number 21573048 was used for the values between 13-oct-2017 through 29-nov-2017. Qc results were within range. No issues were identified for the glucose cartridge lot numbers involved. Based on the information provided, a product problem was not found. The investigation was unable to find a definitive root cause for the low results.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous low glucose results for 9 neonatal capillary patient samples run on cobas b 221 system with serial number (B)(4) compared to a different cobas b221 system between (B)(6) 2017 and (B)(6) 2017. Refer to attached data for patient results. There was no allegation that an adverse event occurred. The glucose cartridge lot number and expiration date were not provided.